Event description:
Patient was revised to address pain.

Manufacturer narrative:
Patient was revised to address pain. Doi unk - dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 02/06/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation, limited mobility and elevated ions.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 11, 2017: legal medical records received. In addition to what was previously alleged, litigation also alleges popping/clicking/grinding of the hip joint, unable to lift leg without assistance. After review of the medical records for MDR reportability, it was reported that the patient suffers pain, affected activities, some safety issues including falls and weakness. No laboratory values provided for the previously alleged elevated ions. Part and lot information for the head and stem were provided. Only the lot information for the liner was provided. This complaint was updated on: may 16, 2017.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.